Event description:
The customer contacted physio-control to report that their device's battery and charging station accessories caught fire. There was no patient involvement reported with the event.

Manufacturer narrative:
The battery was returned to stryker and a visual inspection confirmed the reported issue. No root cause could be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's battery and charging station accessories caught fire. There was no patient involvement reported with the event.